Event description:
The pre-amp cable connector was defective on the camcabl. It was showing "no catheter connected." No information was provided on patient involvement.

Manufacturer narrative:
Integra has completed their internal investigation on 12/05/2016. The investigation included: methods: -evaluation of actual device -review of device history records -review of complaint history results: evaluation of device: product was returned and the evaluation verified the complaint incident ¿defective connector¿ as valid. The reported failure was confirmed; during visual inspection dents were observed on the camcabl cable and the camcabl cable catheter casing was damaged. The cable was flex-tested to observe weak points. ¿check catheter connection¿ failure was observed at the location where the cable connects to the catheter casing housing, however no definite root cause of the intermittent failure could be determined; the DHR review was completed for camcabl cable serial number (B)(4), work order (B)(4), lot number tl-343140, modification level 03, manufactured in (B)(4), to identify any recorded anomalies that could be associated to the complaint incident and the DHR review has been deemed satisfactory. Date of manufacture: nov-2015. No non-conformance issues or reports were raised during the manufacturing process for this cable. The customer complaints review completed in trackwise® identified no other complaints have been received to date for this serial number. The complaint incident was initiated for monitor cable therefore there is no service history to be reviewed. During the time period ¿oct-15 to nov-16¿, the global product usage for camcabl was calculated as (B)(4)usages, using the total quantity of icp monitors¿ catheters sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of 2 x complaints over the 12-month period with the key words identified in the complaint review can therefore be calculated as (B)(4) of procedures or 1 complaint in every (B)(4) procedures. This percentage is outside the expected range against the improbable rate of occurrence (>1/25,000) scored from the camino cables. As per qsp 25 risk management procedure the camino cables will be updated as result of the complaint trending analysis to remote (=1/2,500 to <1/25,000). Future complaints will be continued to be monitored and trended. Conclusion: the failure analysis investigation has concluded the cause of the camcabl cable failure was due to intermittent failure located where the cable connects to the catheter casing housing, however no definite root cause could be determined. Possible root causes were identified as follows: damaged during manufacturing process in (B)(4) ¿ final release criteria are in place to detect the intermittent failure during flex-testing. Damaged during manufacturing process by the supplier ¿ sub-assembly part number 30556w, traceable reference (B)(4), received in (B)(4) under certificate of conformance. Damaged by the user ¿ not properly handled or stored.